Event description:
Critical trauma pt - intubated. On arrival to hospital was very cyanotic and with pulseless electrical activity. Bagged with "ventisure" no chest rise and fall. Bag changed and chest rise and fall. Cap from side port missing on ventisure. MFR speculates it is possible that in setting up or using this resuscitator the user inadvertently removed the cap strap. This should have been apparent to the user because the resuscitator in picture had a co2 indicator that had been activated by the user so they were monitoring co2. When looking at the co2 indicator the user would have received repeated blasts of air on the inhalation phase during resuscitation, which should have alerted the user of a misplaced cap strap. The co2 indicator would have also given info that appropriate clinical action should have been taken. MFR suggests a review of training procedures regarding the use of resuscitators should be considered.